Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) device experienced a mechanical issue with the pump. The device was removed and replaced with a malleable device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.